Event description:
Check "iab catheter" and "gas loss" alarms kept sounding from the system 97 pump so the iab was removed. (Event complications: none from the event-reported 2/28/97.) (Pt's current status: o.k.-rpt'd 2/28/97.)

Manufacturer narrative:
Evaluation; the iab was received intact for evaluation with the balloon completely unfolded. Laboratory examination on the returned item revealed no defects. Underwater leak testing revealed no leaks in the iab. As a test, the iab was placed in a test chamber having a 75 mmhg back pressure to simulate the pressure within the aorta. The iab fully inflated and functioned normally when attached to the system 90 iabp in the laboratory. No alarms were triggered on the pump. After 2 minutes of pumping, pressure strips were recorded. The strips confirmed that the balloon fully inflated and deflated satisfactorily at 80 and 160 bpm during laboratory iabp testing. Thus, laboratory examination revealed no defects in the returned iab. Probable cause of difficulty: no leak was found in the iab. It was not possible to determine the cause of the rpt'd difficulty based on the event description and examination. A false balloon leak (indicated by the pump alarm) may be attributed to one or more of the following: the pump detected condensation or blood within the line (perhaps from a previous balloon leaf). There was a loose connection between the iab and the pump or between the pump and the artery chamber. Checking theses connections may have alleviated the problem. The iab catheter kinked either within the pt or outside the pt. This kinking may have inhibited the flow of gas into and out of the balloon membrane during iabp causing the pump to sense a loss of gas. The pump needed servicing.